Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection found discoloration around the suction valve. A functional evaluation revealed the oscillation button was stuck and a handpiece error message appeared. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of overheating was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. The failure of a stuck button was confirmed, and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the event include a buildup of corrosion/debris around the spring from cleaning chemical fluid ingression over time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the motor drive unit had much heat when operating. No case reported; therefore, there was no patient involvement.